Event description:
The hcp reported that the patient's catheter became dislodged. The patient experienced drug withdrawal (sweating and pain). Surgical intervention was required. The pump was infusing morphine sulfate 10.0mg/ml at 0.48 mg per day.